Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: product testing could not be performed since no product was returned for evaluation. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the doctor, that it looked like the intraocular lens (iol) was cracked during insertion into the eye and wasn¿t inserting properly. The iol did not have patient contact. The cartridge tip had patient contact. The iol was not inserted. There was no incision enlargement, no sutures, no vitrectomy, no serious patient injury. The procedure was completed successfully using a backup iol with same model and diopter size no additional information was provided to abbott medical optics.